Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.

Event description:
It was reported that allegedly the gamma3 trochanteric nail implanted in 2005 broke in patient's leg during his convalescence. It was further reported that pt was out of town when the alleged event occurred, and that he had to return to his surgeon for explantation of the nail. The reported revision occurred in 2006.